Event description:
It was reported that the cervical disc did not match the depth of the same sized trial. The surgeon trialed the space to be 6 x 14, but the 6 x 14 disc was "too big." The surgeon was able to implant a 6 x 12 cervical disc without any pt complications.

Manufacturer narrative:
Analysis of the trial confirmed that the trial does not exactly match the profile of the corresponding size implant. A corrective action was initiated to address this issue.